Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during the case, the seal from the 5mm cannula became torn and fell into the patient cavity. The fallen pieces were retrieved. No bleeding. No tissue damaged. Not extended more than 30 minutes. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B)(4).